Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had their stimulator removed, due to having a staphylococcus (staph) infection. The patient stated the staph infection happened shortly after they were implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional and it was reported that the patient had the stimulator removed at the university of arkansas for medical sciences in (B)(6) 2013. The cause of the infection was determined to be related to the device as infection occurred around the generator. The infection is resolved. No further complications were reported or anticipated. The indication for use is non-malignant pain.